Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient was hospitalized for the event. On (B)(6) 2015, the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis due to the use of a minicap with an unspecified issue coincident with peritoneal dialysis (pd). No specific minicap issue or defect was reported. No further details were provided with regard to the use of the minicap. It was reported that the patient was hospitalized for weeks unspecified number) due to the peritonitis event. Specific treatment was not reported, however, in the month following hospital admittance, the patient was transferred to hemodialysis due to the peritonitis. No further information was provided regarding the outcome of the peritonitis event. At the time of this report, hemodialysis was ongoing and it was not anticipated that the patient would ever return to pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.